Event description:
It was reported that the epi drill broke during surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding fracture involving a triathlon peg drill was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: records were not provided for review. -device history review: a lot ID was not provided for review. -complaint history review: a lot ID was not provided for review. Conclusions: the exact cause of the event could not be determined as the device was not returned for evaluation.

Event description:
It was reported that the epi drill broke during surgery.